Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause description updated from "mlc-18: user has high glucose value¿ to "mlc-18 poor technique-other"

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved, and initial concern is resolved; unable to establish contact with customer at this time.

Event description:
Consumer initially had called for training on how to use the meter; son is calling on behalf of the customer. The customer feels well, and did not report any symptoms at the time of the call. Son had stated that customer had been hospitalized one week ago due to high blood sugar; son stated customer's am blood glucose test result was 317 mg/dl. An expected blood glucose test result range was not provided. Customer's information was provided to a technician who had attempted to contact the customer back, but technician was unable to reach the customer, and no further information was able to be obtained.